Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam). Noise oversensing was noted on the right atrial (ra) lead, as a result inappropriate atrial tachy response (atr) episodes were stored, and lead safety switch (lss) occurred. Technical services (ts) was consulted, and it was found that there was high out of range pacing impedance measurements on the ra lead. This was an abrupt change. There was pacing inhibition for more than two seconds, however there was no asystole as the sinus rhythm went though. No additional adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam). Noise oversensing was noted on the right atrial (ra) lead, as a result inappropriate atrial tachy response (atr) episodes were stored, and lead safety switch (lss) occurred. Technical services (ts) was consulted, and it was found that there was high out of range pacing impedance measurements on the ra lead. This was an abrupt change. There was pacing inhibition for more than two seconds, however there was no asystole as the sinus rhythm went though. No additional adverse patient effects were reported. This ra lead remains in service. Additional information indicated that the physician determined that the lead safety switch (lss) was related to a ra lead integrity anomaly. The patient remains under monitoring. No additional adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.